Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The repair is in process and parts have been ordered. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is dr (B)(6).

Event description:
It was reported that during a routine check performed by the customer the cs100 intra-aortic balloon pump (iabp) had an electrical test fail code #50. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and stated that the pcb motor control was needed for testing purposes. Then, in order to solve the issue, the fse replaced the pcb motor controller. Then, the fse performed all functional tests. The unit was then handed over to the customer in good working condition.